Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital's representative that the log file was submitted for review due to pump stops on two system controllers. Review of the log files confirmed pump stoppage. The manufacturer's technical services reviewed the internal and external percutaneous lead as well as the x-rays and no anomalies were noted. The external percutaneous lead evaluation did not reproduce any speed drops or pump stops. It was also noted that the patient was provided with an ungrounded cable for use.

Manufacturer narrative:
The patient remains ongoing and continues on lvad support with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because the patient remained on-going on vad support. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.